Manufacturer narrative:
(B) (4). Evaluation summary: as returned, the spine is fractured off the articular surface. Sem analysis indicates that the fracture occurred due to fatigue. The sem analysis was also able to identify that the crack propagation appeared to originate on one of the anterior corners of the spine. It is unk whether the knee was a right or left, so it is unclear whether the crack initiation was on the medial or lateral side. The other significant observation on the articular surface is that the posterior edge opposite the corner of crack initiation on the spine, has significant wear. This wear pattern on the posterior edge is atypical for a joint that has proper alignment between the femoral component and articular surface. This may have been an artifact of the spine fracture off the joint becoming unstable. However, x-ray-s were not provided to assess the alignment of the pt's joint. The pt allegedly fell on his knee approx 2 months prior the revision surgery. Based on the sem analysis results, it is unlikely that fall caused an immediate fracture of the spine. It is possible that the crack initiation was due to the fall and final fracture was due to fatigue. However, with the available info, an exact cause cannot be determined. Evaluation: no lot number was provided; therefore, device history records could not be reviewed. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.

Event description:
Received the retrieval of broken lps poly. Pt fell on knee and had pain. Spine cam broke.